Event description:
It was reported that the customer had air bubbles in the reservoir when trying to set up a new infusion set. Instead of troubleshooting, the customer replaced out the reservoir and infusion set to solve the issue. Customer's blood glucose was 123 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.